Manufacturer narrative:
This report is submitted on 4 november 2020.

Event description:
Per the clinic, the patient experienced extrusion of the receiver-stimulator and infection at implant site. Subsequently the patient was hospitalised for a duration of 10 days and treated with IV and oral antibiotics. The issue could not be resolved resulting in explant on (B)(6) 2020 of the receiver-stimulator, the electrode array remains in-situ.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on december 23, 2020.